Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during pre-surgery testing before the patient was in the room, it was observed that the small battery drive handpiece heated up when the battery was installed. It was also reported that the device did not sound right when it was running. There was no delay in the planned surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the unit had low power and excessive vibration, the triggers were binding, excessive debris was found inside of the unit, the bearing seized and the ecu's (electronic control units) back plate had started to come off. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to cleaning and sterilization , and/or maintenance procedures not followed per the directions for use and normal wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.